Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: mc1vr01-delsys serial/number: (B)(4), use by date: 2019-07-14, UDI number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, a pericardial effusion was confirmed. No intervention was needed and the leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.